Event description:
It was reported that while using the bd bbl¿ sensi-disc¿ levofloxacin - 5 gm that there was incorrect label information. The following information was provided by the initial reporter. When staff of storage check product to deliver for customer, they saw information on the label of box not match with content of this box.

Manufacturer narrative:
Common device name: susceptibility test discs, antimicrobial a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Manufacturer narrative:
H.6 investigation summary : a complaint investigation due to incorrect label for levofloxacin catalog 231706 batch 2091272 was performed on retention samples. The investigation required to perform visual inspection, and batch record review. No discrepancies observed during the visual inspection. Product was correctly identified. Batch record review did not showed any evidence of customer claim. Photo received from customer was evaluated. It was observed that product was correctly identified. Catalog 231705 and 231706 are correct numbers for levofloxacin (lvx-5) product. Catalog 231706 its for ten pack packaging and catalog 231705 its for single pack packaging. No corrective action is required based on information evaluated and satisfactory results obtained during the qc test.

Event description:
It was reported that while using the bd bbl¿ sensi-disc¿ levofloxacin - 5 ¿gm that there was incorrect label information. The following information was provided by the initial reporter: when staff of storage check product to deliver for customer, they saw information on the label of box not match with content of this box.